Manufacturer narrative:
(B)(4) date sent: 07/10/2025 d4: batch #987c57. Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? Na 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Na 3. Or, did the device fully fire and stop during the automatic knife return? Na 4. Was there any difficulty opening the device? Na 5. If yes, how was the device removed from the patient? 6. If yes, did the jaws eventually open? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received fully fired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #plee45a, with lot/batch #c9e52g, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 987c57, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device stopped working in the middle of the procedure. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.